Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patient discards supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown.

Event description:
On (B)(6)2010, the patient started peritoneal dialysis (pd) treatment and then on (B)(6)2010, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. On the same day, a peritoneal effluent analysis and culture were performed. The result of the culture was no bacterial growth. On (B)(6)2010, the patient began remedial therapy with vancomycin (2gm, loading dose, ip) and merrem (1gm, daily, ip). Pd therapy was ongoing as well as remedial therapy with merrem. It was unknown whether the peritonitis resolved. On (B)(6)2010, the patient's pd catheter was removed. Pd therapy and mermen were discontinued on (B)(6)2010. No concomitant medications were reported. The reporter believed that the event of peritonitis was not related to pd therapy.